Manufacturer narrative:
Sientra complaint (B)(4). Additional information: h10 as this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra performed testing of device from other lot/batch retained by manufacturer. Upon review of the complaint, it was determined that the most likely cause of the inconsistent vacuum pressure is a twisted gasket around the access cap (spatula port cap). If the vacuum is turned on again the twisted gasket can prevent a good seal from being made. The action taken to address the issue has been completed under change order (B)(4) at sientra. Patient age defaulted to 99 as no patient information was provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. Sientra was unable to perform an evaluation as the device was discarded by the customer. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The device was unboxed and placed on the table. Dr. (B)(6) was using microair while dr. (B)(6), who is in a fellowship, was doing it manually. They were both hooked up to the one viality using a y device/adapter so both of them could liposuction at the same time. The microair suction device was running at a 13 when it is usually around a 22 when they are using their normal decanter process. They disconnected the y device and used one single line to do singular liposuction. The access cap of this viality never stayed sealed even after holding it down for several minutes throughout the entire case. We readjusted the access cap and tried to seal it multiple times. We then switched from microair as the suction source to a different suction source called "medela dominant 50 basic aspirator". The surgical staff mentioned the microair suction source was a lot stronger than the medela source. We tried two different suction sources. Dr.(B)(6) was getting small amounts of fat out but at a slow pace and he mentioned that this was not normal for him. Every time dr. (B)(6) would pull the cannula out of the patient, it would break the suction seal and it would be hard to regain it when he went back inside the patient. This proceeded to happen for 3 hours. Once the auraclens was added and suctioned out they began trying to pull the fat from the front cap. The small clear ring from the seal on the front cap fell off and they were not able to get a tight seal on it to transfer the fat to the syringe. This unit was then put in the trash after all fat was removed from it and put into syringes. The fat from this device was still used and they finished fat grafting with their own equipment to finish off the case. Issues: access cap would not stay sealed to create good suction, clear seal ring on the front cap came undone.